Manufacturer narrative:
Concomitant medical products: af3020c140xh stent graft, implant date: (B)(6) 2010; iw1422c90xh stent graft, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic) intervals, low r wave and over-sensing. Noise was elicited during arm movement. The device was re-programmed and the lead remains in use. No patient complications have been reported as a result of this event.